Event description:
It was reported that the patient had an infection at the connection point of the temporary extension and tined lead. It was noted that the patient was given augmentin. Additional information reported a more extended infection at the buttock. It was noted that the issue resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889, lot# b0182707k, implanted: (B)(6) 2003, product type: lead. Product ID: 3095, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).